Event description:
During index procedure, the physician used two in.pact admiral paclitaxel-eluting pta balloon catheter to treat a lesion located in the sfa of the right leg. Device was successful. Approximately 20 months post index the patient death occurred. Cause of death is unknown. Investigator indicated that the reported event was not related to the study device, procedure or drug.

Manufacturer narrative:
Evaluation results: inherent risk of procedure (death). Evaluation conclusions: inherent risk of procedure (death). (B)(4).